Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available fluid was found to leak from a tear in the exposed portion of the soft cannula. Because the timing and cause of this soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. The device was received with the cannula assembly fully deployed. The device was inspected, and no evidence of blood was found. No damages or deficiencies were observed that would cause bleeding or bruising at the infusion site. No problem was found regarding the reported bleeding/bruising event.

Event description:
It was reported that the patient's blood glucose levels rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 37 and 48 hours. Investigation of the pod (completed on (B)(6) 2026) found a tear in the cannula. The device was originally reported on (B)(6) 2026 for leaking during wear and bleeding at the infusion site (arm). As treatment, a new pod was applied.